Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing was observed of diaphragmatic stimulation as well as heavy upper body muscle movement. As a result of the oversensing and syncopal symptoms, the patient with this device system had fallen on four separate occasions and could not get back up. A revision procedure was performed. The physician was unable to implant a wire into the right atrium and was unable to gain access from the opposite side. The right ventricular (rv) lead sensitivity was reprogrammed to 1.5mv and defibrillation threshold (dft) testing was performed with minimal dropout. No further observations were noted.